Event description:
Alaris IV tubing was removed from package and user found IV tubing in two pieces, not connected at one of the ports. This item was reported to the clinical engineering department, but was not saved for further investigation.